Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device was accidentally flooded during preparation for use. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides following; "keep fluids away from all electrical equipment. An electric shock may result. If fluids are spilled on or into the unit, stop operation of the visualization unit immediately and contact olympus." The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.